Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic with the implantable cardioverter defibrillator in backup vvi operation. It was noted that a CT scan had recently been performed. A device software download was performed. No further information was reported.